Event description:
On 18 september, 2002 kmi was notified of the explant of a wrist fusion system to address pain experienced by the patient following a wrist dislocation accident. There was no report of broken or defective wfs components.